Manufacturer narrative:
Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
It was reported that at the end of bolus administration, there was a disconnection between the luer lock syringe and the spiros with cytotoxic (approximately 2ml) splashing onto the patient's clothing and the nurse. There was patient involvement and no harm reported. The spiros was connected to a 5-fluorouracile syringe for a bolus ivd administration. We did not notice anything abnormal at the time of connection in the isolator and during the preparation of the syringe. At the end of bolus administration, there was a disconnection between the luer lock syringe and the spiros with cytotoxic (approximately 2ml) splashing onto the patient's clothing and the nurse. ¿the incident occurred 2 hours after the start of the chemotherapy protocol, 5 minutes after the start of administration of 5-fluorouracile. There was a delay of 30 minutes of the therapy, but the therapy was successful. The syringe was remade for the remaining dose to be administered, in the end, the patient received the intended dose.

Manufacturer narrative:
D9 - date returned to mfg:1/6/2025. Received one (1) used. List #011-ch2000s-pc, spinning spiros¿ closed male luer, purple cap; lot #14035118. ---> one (1) used. List #unknown, 20ml syringe; lot #unknown. No visual damages or anomalies were observed. The reported complaint of disconnection of the spiros could not be confirmed. The returned spiros wasn't activated and would disconnect. When the spin feature was activated, the sample functioned to product specifications. The dfu states: attach in a straight manner. Twist devices together until a click is heard and the spiros begins to rotate freely. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.